Manufacturer narrative:
(B)(4).

Event description:
It as reported that during a normal device upgrade procedure, low sensing measurements were noted from this right atrial (ra) lead. The physician elected to surgically cap and abandon the ra lead and a replacement was implanted successfully. The patient was stable with no additional adverse consequences. The ra lead remains implanted, but capped and out of service.